Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shocked at 200 joules when in pediatric mode. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial MDR report, with FDA reference 0003015876-2025-02517 and stryker reference 4171094, submitted on 12/02/2025, was submitted based on the information available at the time. Based on additional information obtained during the investigation, it was determined that the reported issue was due to user error. Therefore, no device malfunction occurred nor was there an adverse patient outcome associated with the reported event.

Event description:
The customer contacted stryker to report that their device shocked at 200 joules when in pediatric mode. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.